Event description:
This lead was explanted due to no atrial or ventricular sensing and patient received an inappropriate shock. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 16th of august 2023 and 25th of november 2023 recorded an initial pacing impedance of 700 ohms with a drop to 550 ohms shortly after implantation and two sudden short-term rises to 750 ohms in november 2023. Furthermore, an initial shock impedance of 85 ohms was recorded with a drop to 60 ohms shortly after implantation. Afterwards a fluctuating trend between 60 ohms and 75 ohms was seen with a drop to <25 ohms at the end of recording period. The analysis of the provided iegm episodes revealed artifacts on the atrial, rv and far-field channel, which led to the reported oversensing as well as an inappropriate shock and ICD charging cycles. The provided picture shows the distal part of the lead with an unscrewed helix. The helix seems to be slightly bent with tissue residuals stuck inside. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.